Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: d4, h4, UDI: the serial number is currently unavailable; therefore, the device manufacture date is unknown and the UDI is incomplete. The actual device was not returned for evaluation. However, a photographic image was received for investigation. The photo was reviewed and compared to a known good unit. It was determined that the device failed the visual inspection due to a broken edge. The provided photo indicated that the cap had a broken edge, consistent with having been dropped or misaligned during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is improper handling.

Event description:
It was reported that during an in-house review of the received photographic image, it was discovered that the head impactor cap device had a broken edge. It was noted in the service order that the device was on the incorrect tray and sustained damage. Additionally, it was reported that the device seemed to have been damaged during previous uses. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.